Event description:
Nurse called alleging blood glucose results of 213mg/dl and 108mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. However, customer service found out that the technique of applying blood on the test strips was done incorrectly. Nurse did a control solution test twice and they both failed. Control solution and the test strips were not expired and were in good condition. Nurse also mentioned that when she opened the battery compartment the batteries were "oxidized." Medical affairs is reporting this case as a strip malfunction, since control solution failed twice.